Event description:
It was reported that at the one week post-operative check, the left ventricular (lv) lead exhibited a high pacing threshold. The lv pacing was programmed off. The patient is a participant in the world-wide randomized antibiotic envelope (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient was seen in clinic and it was noted the lv lead was capturing and the lv lead was turned back on. The lv lead remains in use. No patient complications have been reported as a result of this event.